Event description:
The patient contacted animas on (B)(6) 2013 reporting that shortly after she started on the pump she was admitted to the hospital on (B)(6) 2012 with diabetic ketoacidosis with a blood glucose (bg) of 1300mg/dl with nausea, vomiting, abdominal cramps, shortness of breath and chest pain. She was treated with insulin intravenous drip and in the intensive care unit for three days. The patient stated that the cannula was not bent and the infusion set was removed by the nursing staff. The patient reported that the pump was disconnected at that time and was not resumed. Troubleshooting with customer support (cs) indicated that the she was not able to recall if the pump settings were correct due to patient self programming the pump. The patient was started on injections per the healthcare professional (hcp). Cs reviewed how to use the advance settings on the pump and that the patient may have been stacking insulin and not bolusing for carbohydrates and bolusing for ezbg. The patient stated that she is not good at carbohydrate counting and she did not know how to use the ezcarb. The patient was using the temporary basal to get the bg under control. The patient stated that they have not been exercising to being sick. Cs advised the patient not to make adjustments without hcp orders. There was no malfunction found with the pump. The pump is not being returned. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient's lack of knowledge on the functionality of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient's lack of knowledge on the functionality of the pump).